Event description:
Reported as "patient had her lap band removed in 2006. She presented with increased difficulty with eating, culmination with nausea and vomiting even with liquids. A barium study showed gastic slippage with a very dilated proximal gastic pouch and not emptying into the distal stomach." Patient's operative report also included event of obstruction due to gastric prolapse.